Manufacturer narrative:
As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv) demonstrated that 98 out of 139 patients had stent compression. The devices remain implanted in the patients; therefore, the devices will not be available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿stent-ses~ compresses/crushed - in patient¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Procedural and or handling factors such as the user¿s interaction with the device as well as vessel characteristics (although unknown) may have contributed to the reported events. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition, then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker." Additionally, ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ it is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With the information available and without the return of the product for analysis or films of the events, it is not possible to draw a clinical conclusion between the device and the reported events. Without a lot number to conduct a phr review, it is not possible to determine if the reported events could be related to the manufacturing process. Additionally, there is no indication that the events were related to a design or manufacturing issue therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv) demonstrated that 98 out of 139 patients had stent compression. The device will not be returned for evaluation as it was implanted.